Event description:
It was reported that during a da vinci-assisted colon resection surgical procedure, the clips on the medium-large clip applier instrument were broken and became loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0.67mm. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The issue did not cause a delay. There were no reports of fragments falling into the patient. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue the surgeon experienced was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. Hem-o-lock clips were used with the clip applier instrument. The surgeon used a small size clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The subject clip applier had been used during the first clip application when the incident occurred.